Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed. The data showed that the device completed first and second priming sequences and was deactivated at the end of second prime. The rotational sensor data showed that a false rotational sensor reading resulted in first priming ending earlier than expected and subsequently leading to the firing flat not lining up with the release bar during second prime. The commutator cap was observed to have contamination, which caused the false sensor readings leading to the reported event. Rerun of the device replicated data abnormalities seen in the original data. It could not be determined if the observed damage contributed to the observed rotational sensor data.